Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective user interface and touch screen to address the reported problem. The unit successfully passed the required performance verification test. The bezel, front, english, v60 and assy touch screen, user intf, v8000 was returned to failure investigator (fi) lab for evaluation. Visual inspection of the bezel, front, english, v60 revealed no evidence of damage or contamination. Visual inspection of the assy, touch screen, user intf, v8000 revealed cracked glass. No further testing required. The rp-bezel, front, english, v60 will be installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and the ventilator did power up from ac and delivered breaths and the control test did pass. The test ventilator did not generate any faults during 2 hour testing. The ventilator was left off for 48 hours while connected to the ac source without the backup battery attached. The ventilator did not turn on by itself at any time. The customer complaint of ¿unit turns on by its self¿ was unable to confirm. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit turns on by its self. The device was not in use at the time of the reported event; therefore, there was no patient involvement.